Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the customers reported no ultrasound image issue could not be determined, as the issue could not be reproduced and could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: rubber adhesive part floating, chipped rubber adhesive part, cracked rubber adhesive part, scratches on objective lens, scratches on acoustic lens, distal end (c body) stain, scratches on image guide (ig) snaking tube, and light guide (lg) snake tube oredome chip on actuator side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope image was not displayed. The issue was found during inspection before use of an unspecified procedure. There were no reports of patient injury or harm.